Event description:
It was reported that there was liquid leakage from the connector during preparation at the facility. There was no patient involvement.

Manufacturer narrative:
One unit was received for evaluation in used condition. Functional testing confirmed the reported issue. During the filling process a leak was observed between the tubing and female luer. Further inspection of the bond showed spotty solvent coverage. A solvent channel was observed on tube. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error during manufacturing in tijuana.